Event description:
Boston scientific crm received information that this right atrial lead exhibited loss of capture and high out of range impedance measurements of greater than 2500 ohms. The physician went in to explant the lead and it was found to be fractured. The patient did suffer a previous non device related fall, and that was thought to have contributed to the fracture. There were several inappropriate mode switches found in the arrhythmia logbook as well. The device was explanted at the same time to avoid any future additional surgeries for this patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned with the helix extended. There was dried blood found through out the lumen. The cathode coils are fractured distal of the suture tie down at 230 mm and proximal of the abrasion at 234 mm from the terminal pin. There was also evidence of clavicle abrasion at 238 - 252 and at 234 - 254 mm from the terminal pin. The insulation was found to be stretched between the helix housing and anode ring.

Event description:
Boston scientific crm received information that this right atrial lead exhibited loss of capture and high out of range impedance measurements of greater than 2500 ohms. The physician went in to explant the lead and it was found to be fractured. The patient did suffer a previous non device related fall, and that was thought to have contributed to the fracture. There were several inappropriate mode switches found in the arrhythmia logbook as well. The device was explanted at the same time to avoid any future additional surgeries for this patient. To date, there have been no adverse patient effects reported.